Manufacturer narrative:
It was reported that the ventilator failed multiple tests during pre-use check. Furthermore, in provided log files technical error codes indicating power errors and ventilation error were found. The ventilator was investigated on site by our field service engineer. Further investigation revealed that the o2 and air gas modules were defective and replaced which resolved the issue. Unit passed pre-use check and was handed over to customer in working condition. However, no parts returned for investigation, therefore, no root cause can be established. The air and o2 gas modules regulate the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator failed multiple tests during pre-use check. Furthermore, in provided log files technical error codes indicating power errors and ventilation error were found. There was no patient harm. Manufacturer's ref. #: (B)(4).